Event description:
It was reported that the pt's physician requested that the pt receive an additional pump training. A certified pump trainer reported that the pt had two hypoglycemic episodes during his pump retraining appointment. She stated that he reported feeling weak and seemed disoriented. His blood glucose was around 60 mg/dl, she treated him with oral cho, and rechecked his blood glucose 15 minutes later at 98 mg/dl. The trainer stated that about an hour later, he again reported symptoms of hypoglycemia, his blood glucose was around 55 mg/dl, she again treated him with oral cho, and his blood glucose resolved to 106 mg/dl 15 minutes later. The trainer reviewed records from his blood glucose meter for the past six days and noted 17 hypoglycemic readings (45 mg/dl - 65 mg/dl). She stated that she lowered his basal rates per the physician's advice. On (B)(6) 2010, the pt was contacted and he reported that his blood glucose readings "have been fine" and are "within normal". He noted that during the time period of the reported event, his blood glucose was about 35-40 mg/dl, reported that the low blood glucose occurred during a particular time of day, and stated that he required basal adjustments. The pt reported that he treated the low blood glucose with oral carbohydrates, did not need medical attention, and blood glucose resolved to 80 mg/dl to 100 mg/dl. He said that the pump was working fine.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed data from (B)(4) 2013. The pump data and histories were found to be overwritten on the reported event date on (B)(6) 2010 due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. Twenty-nine hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated due to overwritten data.

Manufacturer narrative:
There is no allegation of a pump malfunction associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.